Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic procedure, as the surgeon put the needle through the tissue to close the cuff, the needle broke in half. Half the needle was retrieved out of the stitching device while the other half of the needle was in the patient. 2 hours was spent dissecting the tissue to remove the fragment of the needle which was stuck in the vaginal wall tissue. X-ray was performed and it confirmed that the needle was still in the patient. It was used by the surgeon throughout the procedure to remove the remaining needle. It was thought by the surgeon based from the initial set of images that the remaining piece of the missing needle was in the tissue but the radiologist confirmed from the second set of x-ray images that the needle was no longer in the patient. The surgical time was extended for 30 minutes or more.